Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported in error. There are no allegations against the femoral component as only the articular surface was revised due to instability. Please void previous report regarding the femoral component.

Event description:
Upon receipt of additional information, it was determined that this item was reported in error. There are no allegations against the femoral component as only the articular surface was revised due to instability. Please void previous report regarding the femoral component.

Event description:
It was reported that a patient was revised due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10- medical product. Unknown persona articular surface. Unknown persona tibial tray. G2- australia. H3- customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.